Manufacturer narrative:
Date sent: 07/16/2008. Instrument (a) was returned sterile and in good physical condition. The instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was conforming to manufacturing specifications. Instrument (b) was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was conforming to manufacturing specifications. The batch records of instruments a and b were reviewed and no anomalies were noted during the manufacturing process. Device b additional information: d9eh6e (batch #); expiration date: 11/2012. Manufacturing date: 12/2007.

Event description:
It was reported that during an unknown procedure, the clips were not forming correctly. Another like device was used to complete the procedure. There was no adverse patient consequence reported.